Manufacturer narrative:
The facility did not return samples for evaluation and did not provide identification traceable to the manufacturing process. (B)(4) .

Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "could not be emptied completely" (delivery system failure). A nurse reported that 10 syringes of product could not be emptied completely. There was no patient harm and no delay in surgery. The surgeon had to take a second syringe in these cases to complete the procedures. The nurse stated that there were no patient details or samples available for evaluation; the lot number could not be provided.